Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: fold creases, yellow particles and one linear opening. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one opening crease smooth and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side deflation. Device remains implanted.